Event description:
Customer requested an event log review related to an overinfusion of heparin. The nurse programmed a heparin bolus of 5000 units at 2:15 am followed by a maintenance dose of 1260 units. The nurse left the bedside and returned at 2:30 am to find the entire bag of heparin empty. The bag was reported to be full (25,000 units, 250ml bag) at the initial programming and was hung as a primary in the critical care profile. There was no pt harm reported and no medical intervention was required. Customer stated that no add'l pt/event info is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A f/u report will be submitted once the investigation has been completed. No devices received, log review pending.